Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported there is a "frazzle" on the protective rubber of the infusion device. The up button is torn and failing, and the down button is starting to tear. This has been an ongoing concern for 1 month. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.